Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name: (B)(6).

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set was clogged. The following information was provided by the initial reporter: (B)(6) infant was ordered fat emulsion (intralipid) 20 % 105.6 ml of lipid 105.6 ml infusion (# 593500456) and neonatal tpn for caloric intake. Rn notes unable to prime lipids through tubing despite opening all clamps and vent at medication chamber. Rn notified pharmacy to request replacement lipids. Lipids hung with dual rn signoff at 2134. Ongoing issue in which lipids are not priming appropriately with this tubing.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set was clogged. The following information was provided by the initial reporter: 4 month old infant was ordered fat emulsion (intralipid) 20 % 105.6 ml of lipid 105.6 ml infusion (# 593500456) and neonatal tpn for caloric intake. Rn notes unable to prime lipids through tubing despite opening all clamps and vent at medication chamber. Rn notified pharmacy to request replacement lipids. Lipids hung with dual rn signoff at 2134. Ongoing issue in which lipids are not priming appropriately with this tubing.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that they were unable to prime lipids through the tubing despite opening all clamps could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 21085579 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21085579 regarding item #10010453. H3 other text : see h.10.